Event description:
It was reported that nexiva diffusics 20g x 1.00 in had foreign matter. The following information was provided by the initial reporter: material no: 383592. Batch no: 0267582.   It was reported that it was reported that there was a barb on the needle.

Manufacturer narrative:
H6: investigation summary: our quality engineer was only able to inspect the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd was not able to determine the root cause of the failure since the sample was misplaced during transfer between two bd facilities. If the sample is found the investigation will be reopened and a full thorough analysis of the sample will be performed. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 20g x 1.00 in had foreign matter. The following information was provided by the initial reporter: material no: 383592, batch no: 0267582.   It was reported that it was reported that there was a barb on the needle.